Manufacturer narrative:
The device was manufactured bewteen (B)(6) 2015.the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection and functional testing were performed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking during filling. There was no patient involvement. No additional information is available.